Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined the reported condition that the drill box had an error message that came up when the console device was no longer connected to the handpiece device in the area when the device plugs into handpiece power box was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the handpiece device was leaking liquid, had foreign substance/cleaning/debris/sterilization, fell apart, unattached, was loose, and had component damage. It was further determined that the device failed pretest for visual assessment, break out box motor assessment, and connector loctite assessment. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. Concomitant med products and therapy dates: console device; (B)(6) 2021. UDI: (B)(4).

Event description:
It was reported that the console device was no longer connected to the drill in the area where the drill plugs into the handpiece device power box. It was further reported that the drill box (console device) had an error message that came up when this occurred. During service and evaluation, it was determined that the handpiece device leaked liquid. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.